Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, customer was not outside of the labeled operating altitude range. Customer's blood glucose was within range (value not provided). Customer reloaded cartridge to clear the alarm. Insulin therapy was resumed.